Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on a (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The sizing of the device was determined by a combination of preoperative computed tomography (CT)/3mensio report, intraprocedural transesophageal echocardiogram (tee) and fluoroscopy measurements. During procedure, a 12,000 units of heparin and 40mg protamine was administered. The amulet met all close criteria, left atrial (la) pressure was within normal range and tension test was performed with zero movement. The amulet was implanted and the device compression was in the tire shape. On an unknown date in november, the patient presented with chest pain and it was noted that the device was embolized and found in the descending aorta. An endovascular intervention was performed and the device was retrieved successfully via percutaneous groin procedure. The patient was reported stable and discharged.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. From imaging provided it is unknown if this happened after the documented tension test as the imaging for the tension test was not recorded on fluoro or tee. It is possible that the device may have move during or post tension test that was not recognized prior to the release of the device and given the contractility of the laa, there is a possibility that this led to the embolization. Based on the information received, the reported device embolization appears to be related to procedural conditions (device compression was in the tire shape when implanted) of mis-sizing. The reported unexpected medical intervention was a result of case-specific circumstances as snaring of device.